Manufacturer narrative:
(B)(4). The hospital provided two (2) potential lot numbers for the device. The potential lot numbers are listed below: lot number: 050630, date of manufacture: 06/30/2005; lot number: 090517, date of manufacture: 05/17/2009. G5: the bc060 is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. The complaint device is en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that a bc060 single-heated breathing circuit caused a heater wire alarm.